Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button anomaly. The customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had hardware low level failure. Customer stated that they were able to clear the alarm successfully. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace. All buttons functioning properly no damage on the keypad assembly.